Event description:
It was reported, 2025-1-13, the healthcare provider, in normal use, found that the single-use implantable drug delivery device indwelling needle tip was leaking when flushing the tube after inserting the product into the patient, posing a risk of contamination, leading to the possibility of patient infection, and increasing operational difficulties for the user. The patient was immediately extubated and replaced with a new single-use implantable drug delivery device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.